Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter (sgc) was not returned for analysis. In this case, there was no reported device malfunction associated with the sgc; however, the reported patient effects were attributed to operational context. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The reported patient effects of arterio-venous fistula, vessel perforation/laceration, and hemorrhage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Review of the device history record confirmed this device passed all in-process and final inspections. Review of the device lot history record indicated there were no non-conformances issued for this lot that would have contributed to the reported event. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This is being filed as an perforation of the vein and av fistula occurred during the insertion of the steerable guide catheter (sgc) and was treated with two stents. It was reported that during an unproctored mitraclip procedure, there was no difficulty accessing or with the insertion of the guide wire into the femoral vein. The tip of the sgc was straightened. Due to possible scar tissue and a distorted anatomy (large ovarian cancer), insertion of the sgc met some resistance, but not more than usual. During insertion, a perforation of the vein's outer wall and adjacent artery occurred with bleeding and an iatrogenic arteriovenous (av) fistula developed. Per the physician, the sgc was the cause of the venous injury. The sgc was removed and manual compression with a femostop was applied. One day post procedure, two covered stents were implanted in the artery to seal the av fistula. Due to the av fistula, the patient's hospitalization was prolonged. As of (B)(6) 2014, the patient has had no problems with the groin, but was undecided about undergoing another mitraclip procedure. No additional information was provided.